Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2024. The leakage was in the quick release. The infusion set was in use for less than 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.